Event description:
It was reported that, this right atrial (ra) lead exhibited high pacing thresholds and loss of capture (loc). The patient was evaluated in the clinic and an x-ray was performed. At this time this ra remains in service. No adverse patient effects were reported.